Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 19. Details of surgery: implant surface not completely covered with bone and bone overheating. On (B)(6) 2025, non-osseointegration was verified. Patient presented with fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding, hypersensitivity and inflammation. No further patient complications were reported.